Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this timewhen additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure and after 40 mins use the tissue pad detached suddenly. Another like device has been used to complete the case. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.